Event description:
Musty moldy odor noted coming from pre-packaged sterile packs used in operative cases. Included random packs from one manufacturer, types of kits included knee arthroscopy, hand, shoulder, eye and breast packs. Packs were still sealed and not used on patients. This included multiple packs for each of the types listed above.